Manufacturer narrative:
(B)(4). Product registration ¿ correction. B5: subsequent to the initial MDR, a correction is required and additional information is available. D4 catalog no ¿ correction. G6 type of report ¿ additional information. H2: additional information/correction. H5 labeled for single use ¿ correction. H6: type of investigation ¿ additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.